Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) with a cascading system error 2367 alarm. This occurred on the homechoice (hc) during initial drain of peritoneal dialysis (pd) therapy, while connected to the hc device with a automated pd set with cassette. It was unknown if the lines had been properly primed. During troubleshooting, the technical service representative (tsr) assisted the hp to end therapy and reviewed proper procedures with the hp as per user manual. The patient completed therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.